Event description:
Additional information received reported that neither the pump nor the lioresal were suspected in the patient¿s death. The cause of death still had not been determined. It was unknown if an autopsy would be conducted. The patient reportedly had severe cerebral palsy and was non-responsive. The pump was used to deliver lioresal. Additional information about the event could not be obtained by the report date. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient died on (B)(6) 2014; one day after revision surgery. The cause of death was still not determined. It was unknown if the death was device related. The pump was used to deliver baclofen (unknown, device implant query lists the drug as lioresal). Further follow-up is being conducted to obtain the patient¿s cause of death. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).